Event description:
It was reported that the pt underwent a revision surgery to remove and replace a posterior construct at l2-s1 for a fractured rod and fractured pedicle screw at l2. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. The pt reportedly has possession of the devices and will not release them. Unable to determine cause of the event.